Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming and screen read "check for empty tubing or reservoir". Per reporter, the alarm was silenced. Reporter stated the patient had difficulty following instructions and was unable to close clamp on tubing but also stated the lever seemed stuck in place. The pump was powered off and the patient stated they had tape on the clamps and was trying to remove them but having difficulty in doing so. The patient was redirected to the clinic. Reservoir volume was 72.6 ml. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.